Event description:
It was reported that the screwdriver tip was stripped during metacarpal surgery. The surgeon noted that the screwdriver was not grabbing onto the screws when he attempted to insert them. The surgeon then discovered the stripped tip. A surgical delay of less than 30 minutes was reported. No additional information is available. This report is for one unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Patient¿s date of birth, gender, and weight are unknown. This report is for one unknown screw. Implant/explant: unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Unknown as no lot or part numbers are provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.